Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure deformation/creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right-side capsular contracture baker grade unknown. Healthcare professional later confirmed baker grade iii. Device was explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and later confirmed baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5,h6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and later confirmed baker grade iii. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and later confirmed baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 1/24/2025.